Event description:
It was reported that the patient underwent surgical intervention on (B)(6) wherein the scs ipg was explanted and replaced. The issue has since been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices. A manufacturer representative interrogated the device and confirmed that it was inoperable. Surgical intervention may be pending to address the issue.